Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an unexpected re-initialization alarm and low blood glucose event. The customer¿s blood glucose level was 45 mg/dl at the time of the incident. The customer stated that the he woke up with a low blood glucose of 45 mg/dl and the insulin pump asked for calibration. Customer treated with food and no low blood glucose troubleshooting was performed. The customer stated that the sensor insertion technique was correct and there is no bent sensor cannula issue. The customer was advised to monitor and call back if issue recurs. The product is being replaced and is expected to return for analysis.